Manufacturer narrative:
(B)(4). The s-ICD is expected to be returned. Once the product has been returned and analysis completed, this report will be updated.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was taken to the hospital after collapsing. Attempts were made to interrogate the s-ICD were not successful and a compatibility window was appearing on the programmer screen. A magnet was then applied to the device and it did emit tones synchronous to the patient's r-waves. When the magnet was removed, the s-ICD beeped 16 times. Boston scientific technical services (ts) was contacted for assistance. A ts consultant discussed that the most recent memory upload for this s-ICD was stored back in 2011. It also appeared that the device's software was outdated. It was reported that this patient had been lost to follow up for 5 years. The ts consultant discussed that the tones being emitted after the magnet was removed could indicate either eri/eol declaration or that an alert had occurred. In order to interrogate the s-ICD, the software would have to first be updated. The field representative was to discuss the options with the physician. The s-ICD was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. Successful interrogation of the s-ICD was performed and the incompatible device message was observed. The s-ICD was then upgraded to the newest software revision and successful interrogation was confirmed. The s-ICD was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was taken to the hospital after collapsing. Attempts were made to interrogate the s-ICD were not successful and a compatibility window was appearing on the programmer screen. A magnet was then applied to the device and it did emit tones synchronous to the patient's r-waves. When the magnet was removed, the s-ICD beeped 16 times. Boston scientific technical services (ts) was contacted for assistance. A ts consultant discussed that the most recent memory upload for this s-ICD was stored back in 2011. It also appeared that the device's software was outdated. It was reported that this patient had been lost to follow up for 5 years. The ts consultant discussed that the tones being emitted after the magnet was removed could indicate either eri/eol declaration or that an alert had occurred. In order to interrogate the s-ICD, the software would have to first be updated. The field representative was to discuss the options with the physician. The s-ICD was explanted and successfully replaced. No additional adverse patient effects were reported.